Event description:
A report was received alleging that a handheld pulse oximeter displayed low readings. There was no patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4)